Manufacturer narrative:
(B)(6)

Event description:
It was reported that after 6 days of treatment, the pump starts growling. When the patient takes off the compression wrapping, she sees that the tube is broken in half. The patient got blurred, redness of the skin due to leakage of wound exudate.